Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose level was 400 mg/dl. The customer mentioned that the infusion set was giving her high blood glucose levels. The customer tried troubleshooting the issue and the blood glucose level normalized. The customer treated high blood glucose level with manual injections. The customer did not want troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.